Manufacturer narrative:
The device was received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had expose to moisture. The customer¿s blood glucose level was unknown the time of the incident. Customer stated that the insulin pump was stopped working. Troubleshooting was performed. The insulin pump will be returned for analysis.